Manufacturer narrative:
D4: add lot # and remove asku as reported on initial.. D4: add unique identifier (UDI)# and remove ni as reported on initial. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors had a disconnection issue. This was observed during an unspecified process step. Peripheral intravenous (IV) lines were placed and normal saline was put on the end of the clave/connector to attach to the lines. The saline (and heparin) flushes disconnected and fell to the floor. There was only one spiral on the end of the connector and there was not enough room for it to "catch" properly; the thread was not deep enough. The two products were held together while infusing so they would not become "uncoupled" (disconnected). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.